Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation in progress.

Event description:
The user facility reported that the listed tracheostomy tube was in patient use when a heat and moisture exchanger (hme) was attempted to be placed on the tracheostomy tube's 15mm connector. According to the reporter, the 15mm connector would not fit onto the hme, so the tracheostomy tube was replaced and the 15mm connector of the new tube fit onto the hme. The reporter indicated that no adverse effects resulted from event.

Manufacturer narrative:
One 6.0mm aire-cuf® adult tracheostomy tube was returned for investigation. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).